Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and each month she had haemorrhagic periods that last 3 to 6 days (seen as menorrhagia) and she presented haemorrhagic rupture of ovarian cyst. The reported events are serious menorrhagia due to medical importance and haemorrhagic rupture of ovarian cyst due to hospitalization. Menorrhagia is anticipated in essure's reference safety information while other event is unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, around 8 months after the procedure the event occurred. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event haemorrhagic rupture of ovarian cyst, considering essure's local action in fallopian tubes causality can be excluded. This case was regarded as incident in line with health authority's assessment. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of ovarian cyst ruptured ("haemorrhagic rupture of ovarian cyst") and menorrhagia ("each month I have haemorrhagic periods that last 3 to 6 days") in a female patient who received essure (batch no. C68117) for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pyelonephritis. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2015, the patient started essure. On (B)(6) 2015, 240 days after starting essure, the patient experienced ovarian cyst ruptured (seriousness criteria hospitalization and medically significant) and abdominal pain lower ("pain, particularly sharp in lower abdomen"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), ovarian cyst ("ovarian cysts"), fatigue ("completely exhausted/ major fatigue"), depression ("depressed"), arthralgia ("sharp pain like rheumatoid arthritis in fingers and wrists") and pain in extremity ("sharp pain like rheumatoid arthritis in fingers and wrists"). At the time of the report, the ovarian cyst ruptured, menorrhagia, abdominal pain lower, ovarian cyst, fatigue, depression, arthralgia and pain in extremity outcome was unknown. The reporter provided no causality assessment for ovarian cyst ruptured, menorrhagia, abdominal pain lower, ovarian cyst, fatigue, depression, arthralgia and pain in extremity with essure. The reporter commented: she was assembling her medical dossier and was looking for the right practitioner to remove the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: ultrasound kidney result was nothing of note. On (B)(6) 2015: radiological confirmation test at 3 months - ok. On (B)(6) 2015: ultrasound pelvis. On (B)(6) 2015: ultrasound kidney - repeat kidney ultrasound due to persistence of pain and investigation of cause other than gynaecological since she had history of right pyelonephritis in 2010. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and each month she had haemorrhagic periods that last 3 to 6 days (seen as menorrhagia) and she presented haemorrhagic rupture of ovarian cyst. The reported events are serious menorrhagia due to medical importance and haemorrhagic rupture of ovarian cyst due to hospitalization. Menorrhagia is anticipated in essure's reference safety information while other event is unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, around 8 months after the procedure the event occurred. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event haemorrhagic rupture of ovarian cyst, considering essure's local action in fallopian tubes causality can be excluded. This case was regarded as incident in line with health authority's assessment. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.